Event description:
During the preventive maintenance of da vinci surgical system, the intuitive surgical, inc. (Isi) technical field service (tfs) found the patient side manipulators (psm) arm failed the slowsweep test. No patient involvement or impact occurred. The system was repaired by replacing the affected psm. During internal failure analysis investigation, the patient side manipulator (psm) arm failed the slow sweep test. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation confirmed that the arm failed the in-house slow sweep test. The axis-1 & 2 brake was replaced. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported because the psm failed the slow sweep test during failure analysis.